Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: manufacturing record review could not be performed since serial number is unknown. The complaint occurrences per lot/batch could not be performed since serial number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, if explanted, give date: unknown, information not provided. (B)(4). Device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that surgeon noticed that he has had to expand his incision multiple times when using tecnis itec preloaded 1-piece iol (model: pcb00) which is something he doesn't have to do with manual loaded platform. Reportedly 2.4 large incision was being made, however he now doesn't enlarge incision, instead put mcpherson forceps into the paracentesis wound for counter traction then snug the injector into the main wound. No further information provided.